Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one pen ii omnitrope pen 10 has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: patient indicates that two weeks ago the device hangs when applying the product. Informs that you performed the cartridge change but the problem persists.

Manufacturer narrative:
Investigation: one (1) sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections.

Event description:
It has been reported that one pen ii omnitrope pen 10 has been found experiencing inability to deliver medication during use. The following has been provided by the initial reporter: patient indicates that two weeks ago the device hangs when applying the product. Informs that you performed the cartridge change but the problem persists.